Manufacturer narrative:
The atrial lead will not be returned therefore the clinical observations cannot be confirmed. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this atrial lead had out of range impedance measurements and was fractured. Due to the patient's atrial fibrillation, the device was programmed vvi mode and the atrial lead was surgically abandoned. No adverse patient effects were reported.